Event description:
User received discrepant calcium results for 3 patients beginning (B)(6) 2010. Calcium reagent lot number 61867901. Patient 1, lithium heparin plasma sample initially gave 5.1 mg/dl and was accompanied by a < rr data flag. The sample was repeated three times giving 6.6, 8.7 and 9.1 mg/dl. Calcium result of 8.7 mg/dl was reported. A second serum sample obtained from the patient was tested initially giving 6.1 and repeated twice giving 9.0 and 9.1 mg/dl. User repeated the initial plasma sample for this patient using a different lot number of calcium reagent 61828901, giving 7.5 mg/dl. Patient 2, lithium heparin plasma sample initially gave 8.7 mg/dl with reagent lot 61828901. Sample was repeated twice using original calcium reagent lot 61867901 giving 9.7 and 9.5 mg/dl. Calcium result of 9.5 mg/dl was reported. On (B)(6) 2010: patient 3, lithium heparin plasma sample initially gave 7.3 mg/dl with reagent lot 61828901. The sample was repeated three times giving 4.9 mg/dl accompanied by a < rr data flag, 7.7 and 7.8 mg/dl. Calcium result of 7.8 mg/dl was reported. Discrepant results were not reported to the doctors and there was no delay or change in treatment. The field service representative found dosage syringe c missing a seal cup, probe c fluid connector not screwed down and suspected instrument contamination. He decontaminated instrument, added seal cup to dosage syringe c, tightened probe c fluid connector and replaced calcium reagent cassette. To verify analyzer performance a precision check and controls were run with acceptable results.